Event description:
Procedure: stress ui /pelvic organ prolapse. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Gynecare tvt was reported to be used/implanted during this procedure.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer). (B)(4).